Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h14a29019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient required hospitalization. The patient was treated with cefazolin for 18 days (dose, route and frequency not reported), ceftazidime for a day (dose, route and frequency not reported), and vancomycin (every five days for ten days, dose and route not reported) for the peritonitis. The patient¿s catheter was later removed and the patient was placed on hemodialysis. The cause of the peritonitis was not reported. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 4 involved in this event.